Event description:
It was reported that the user received an insulin occlusion alert on the ilet using a contact detach steel infusion set on the abdomen and experienced hyperglycemia, with a continuous glucose monitor (cgm) value of 252 mg/dl and feelings of being in and out of it; the issue was resolved only after a full supply change and insulin delivery via subcutaneous pen while disconnected from the ilet. Symptoms included hyperglycemia and malaise. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting and education on proper supply change technique. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem, consistent with an occlusion that cleared after supplies were replaced. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.